Event description:
After making distal cut, surgeon noticed cut looked off. When he checked the checkpoint on the femur it did not pass. When surgeon inspected the array, it appeared to be tilted and moved side to side when he gently touched it. Array was removed and replaced with another and bone was re-registered. Surgeon requested a replacement immediately and requests an investigation. Surgical delay = 15 minutes. Case type / application: tka.

Manufacturer narrative:
Reported event: after making distal cut, surgeon noticed cut looked off. When he checked the checkpoint on the femur it did not pass. When surgeon inspected the array, it appeared to be tilted and moved side to side when he gently touched it. Array was removed and replaced with another and bone was re-registered. Surgeon requested a replacement immediately and requests an investigation. Surgical delay = 15 minutes. Case type / application: tka. Product inspection: visual inspection confirms the alleged failure as the threads on the pelvic array do not tighten when tested. Product history review: review of the device history records indicates (B)(4) device(s) were manufactured and accepted into final stock on 01/18/2017 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112290, lot 19050816 shows 01 additional complaint(s) related to the failure in this investigation. Conclusion: the event was confirmed during evaluation.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After making distal cut, surgeon noticed cut looked off. When he checked the checkpoint on the femur it did not pass. When surgeon inspected the array, it appeared to be tilted and moved side to side when he gently touched it. Array was removed and replaced with another and bone was re-registered. Surgeon requested a replacement immediately and requests an investigation. Surgical delay = 15 minutes. Case type / application: tka.